Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother reported that the patient had a detached sensor wire from 6 months ago that was retained in the patient¿s abdomen. It was confirmed by an x-ray at the hospital. The mother called to ask about whether the wire needed to be removed and was provided relevant instructions. No adverse symptoms were reported. Per medical review, this would constitute an adverse event due to the medical intervention (x-ray). No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.